Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 275 mg/dl and 123 mg/dl. Strips are currently expired; customer states that strips were not expired at the time of the discrepancy. No control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.